Event description:
It was reported patient presented in clinic for follow up. Device interrogation showed that the patient's right atrial (ra) lead exhibited failure to sense. No intervention was performed. Patient had no consequences.

Event description:
Additional information received indicated that programming changes were made. However, the right atrial (ra) lead still exhibited failure to sense. The patient had no consequences, and no further intervention was planned.